Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test was performed and passed. The global transmitter functional test was performed and passed. Share data log was reviewed and loss of connection was observed on the issue date. The reported customer complaint was confirmed. The root cause could not be determined post investigation.